Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and dilated atrium. A mitraclip xtw was inserted and while in the valve, it was observed that the grippers were not functioning as intended, and the leaflets were unable to be grasped. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via device analysis. The reported unable to grasp leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported gripper actuation issue and unable to grasp leaflets were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and dilated atrium. A mitraclip xtw was inserted and while in the valve, it was observed that the grippers were not functioning as intended, and the leaflets were unable to be grasped. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.